Event description:
The MFR's rep reported that the pt presented with flaccidity, confusion and sedation. The pt had undergone a catheter revision the prior week for unk reasons. The pt was apparently receiving too much drug, given the concentration of the drug, even at the lowest pump rate. Attempts were made to slow the pump, without success. A therapy stop was programmed. The entire contents of the pump and catheter were removed and the pump was filled with normal saline. The pt was scheduled to return to clinic for further adjustments. The pump had contained morphine, bupivicaine and baclofen. Pt outcome is unk at this time.